Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the mobile power unit (mpu), serial number (B)(6), was evaluated due to the reported event of atypical alarms. Available information indicates that the alarms reoccurred after the mpu had been exchanged and that the alarms resolved upon exchanging the system controller. The mpu was not returned for analysis. The reported alarms and provided log files have been addressed via the system controller¿s investigation. The root cause of the reported event was not correlated to an issue with the mpu. Review of the device history record for the mpu, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally stated on 29jul2024 that the alarms resolved when the system controller/modular cable were exchanged. It was confirmed that the mpu was exchanged due to alarms.

Event description:
It was reported that the patient had their mobile power unit (mpu) replaced on (B)(6) 2024 due to report of alarms while on mpu only. On (B)(6) 2024 the patient reported that over the weekend while on mpu, they had power cable disconnects. Alarms showed potentially inappropriate power cable disconnects, while on power module. If the patient bent or manipulated their primary white power cables, they could make the alarm occur. The driveline was also somewhat twisted and with some covering compromise, some repair tape was on both the external driveline and the modular cable. The site stated they were planning on exchanging the system controller and the modular cable. Log file review was requested and the event log file a lone power cable disconnect back on (B)(6) 2024 that was not associated with power sources changes. That event occurred on battery power. Technical services noted that if the alarms were reproducible with bending of the power cable leads, then exchanging the controller was warranted. No other unusual events were noted in the log file. It was additionally stated that the modular cable damage was identified on 24may2024 and the driveline damage was identified on 23may2024, and that neither were repaired with new rescue tape. No images were available, and no products were to be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.